Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. Additional information was received confirming this lead had reports of lead noise being noticed on prior interrogations. At time of gen change, it was unable to visualize noise episodes as the device reached elective replacement indicator (eri). Physician decided to just replace lead while in pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. Additional information was received confirming this lead had reports of lead noise being noticed on prior interrogations. At time of gen change, it was unable to visualize noise episodes as the device reached elective replacement indicator (eri). Physician decided to just replace lead while in pocket. No additional adverse patient effects were reported.